Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that extension set mic tubing 60 inch has had connection issues that caused leakage. The following information was provided by the initial reporter: material no: 30914 batch no: unknown. It was reported that there have been connection issues with tubing that has been causing leaks. Verbatim: I hope you are doing well! I wanted to reach out to you about some concerns for our microtubing. In the past couple of weeks, we have had leaking where we connect the microtubing to the ICU medical microclave clear connect. This has been seen across several pts and units. We have pulled all the current lots of both products.

Manufacturer narrative:
H6: investigation summary: the customer reported that there have been connection issues between bd 30914 extension set and ICU medical 12512-01 microclave clear connect, and returned 1 sample of each part. The connection was tested under a 30 psi submerged leak test, and it leaked. The ICU part was thoroughly tightened down with wrench pressure to the bd set. The complaint is verified due to the failure. The two parts both passed dimensional analysis on the post, and the bd part passed on thread dimensions. The ICU thread dimensions are unknown. The bd extension sets have borla female luer-lock adapters that are made to the iso 594-1 standard. Any bd needle-less connector would be compatible with the bd extension set mentioned. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause is unknown. The customer is urged to reach out to ICU medical to assure there is a compliant connection.

Event description:
It was reported that extension set mic tubing 60 inch has had connection issues that caused leakage. The following information was provided by the initial reporter: material no: 30914 batch no: unknown. It was reported that there have been connection issues with tubing that has been causing leaks. Verbatim: I hope you are doing well! I wanted to reach out to you about some concerns for our microtubing. In the past couple of weeks, we have had leaking where we connect the microtubing to the ICU medical microclave clear connect. This has been seen across several pts and units. We have pulled all the current lots of both products.